Event description:
Pt was admitted for removal of lead that was working prior to CABG surgery on 3/4/96. Post operatively, the lead failed to either sense or pace. Lead extraction progressed until the lead fractured, leaving a 5cm portion including electrodes remaining. This portion could not be removed, having been sutured to the endocardium on 3/4/96. The pt was returned to another hosp where the remaining portion was surgically removed. Their report concerning this incident is 220118-1996-0001.